Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle did not present on deployment. Needle backdown was unsuccessful for the stalled needle. A vascular surgeon was called in to assist with device removal. A small incision was made to retrieve the needle in the cath lab. The device was removed and a second device was used to close. Reports from the field indicated that the user was inexperienced, this being his second training procedure. It was also noted that he failed to maintain the position of the device during needle deployment.